Event description:
It was reported that there was an issue with turning on a legacy pump. There was no adverse impact to the customer's blood glucose level. The customer declined to troubleshoot the issue, instead deciding to wait to speak with a healthcare professional, as they were in the process of acquiring another pump. Technical support then closed the case.